Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the result showed that the allegation of high threshold with the right ventricular (rv) lead was not confirmed. In addition, an x-ray was performed in which result showed that the cathode conductor coil was fractured in the neck region at the tip. The conductor coil is birds nested and stretched in the area. Moreover, this was consistent with the damage from over torque of the terminal pin. The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
A supplemental report is being filed as additional information was received indicating that upon analysis the allegation of high threshold with the right ventricular (rv) lead was not confirmed. In addition, an x-ray was performed in which result showed that the cathode conductor coil was fractured in the neck region at the tip. The conductor coil is birds nested and stretched in the area. Moreover, this was consistent with the damage from over torque of the terminal pin. There is no change on the MDR decision. No additional adverse patient effects were reported. Boston scientific received information that this right ventricular (rv) lead exhibited high threshold during atrio-ventricular node ablation (avna). Hence, this rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold during atrio-ventricular node ablation (avna). Hence, this rv lead was explanted. No additional adverse patient effects were reported.